Manufacturer narrative:
Reported event: an event regarding locking mechanism failure involving a mako mics was reported. The event was confirmed method & results: -product evaluation and results: collar locking mechanism - dislodged, root cause could not be determined and front pivot handle grip clamp- missing screw, root cause could not be determined. Product history review: a product history review is not required, as no manufacturing specific issue has been alleged. Complaint history review: a complaint history review is not required as there was no patient involvement. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Collar locking mechanism - dislodged.